Event description:
Patient reported "rupture". Later healthcare professional reported "rupture". Healthcare professional also reported "lump" and "malignant neoplasm of the breast" considered not device related. This record is for the left side. The device was explanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-13574. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.